Event description:
Reporter alleged blood glucose measured 20 mg/dl at 11:08 am back to back with a result of 98 mg/dl at 11:18 am. As a result, customer self treated with food and drink, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.